Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as a state place holder.

Event description:
It was reported that bd insyte autog bc needle did not retract properly. The following information was provided by the initial reporter: please be advised that we have received notification from our customer that they are having an issue with item. The needle is not retracting properly. 28 mar there were no adverse events associated with this.

Manufacturer narrative:
A functional test of the safety mechanism revealed that the needle fully retracted within the safety shield; however, the retraction time exceeded the specification. A trend was identified for the reported failure of needel retraction failure and further actions have been initiated to investigate this type of incident and identify the root cause. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.